Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The customer repaired the ventilator. The customer replaced the bdu board and confirmed the ventilator passed all testing. Npb not authorized to service the ventilator but uploaded the software only.